Event description:
It was reported by the rep that the (2) atg45 and the (1) sw100 were used during a hand assisted sigmoid colectomy procedure. It was reported that the rep spoke with the surgeon a day after the case. The surgeon reported that the first atg45 with a tr45b reload was fired across the bowel and no staples were visible and it cut through. The surgeon asked for another stapler and the atg45 articulating lever on top of the instrument broke off. The surgeon also mentioned that the sw100 was not locking the needle to the instrument when firing the gray lever. The case went from laparoscopic assisted to open and was finished. The operating room time was extended by 1.5 hours and the hosp stay was lengthened by (3) days.